Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. No unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm during testing however, the critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm are found in the formatted history file due to a software error. No hardware low level failures noted during testing, however, hardware low level failures was present in the pump trace download due to broken trace at u1 pin 6/sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated they were able to clear the alarm and able to complete the rewind process. Customer stated that self test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.